Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of the atrial lead trend data identified spikes in the impedance measurements. Additionally, atrial tachycardia response (atr) events were observed and the atrial channel appears to demonstrate noise and oversensing due to interaction with minute ventilation (mv) feature. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended disabling the respiratory rate trend (rrt) feature. The patient will continue to be monitored. No adverse patient effects were reported.